Event description:
The asset video system center was returned to the service center; there was no reported allegation of a malfunction associated with the device. However, upon inspection and testing, the service technician found the visera elite ii video processor to have a no image malfunction as the processor failed due to no serial digital interface (sdi) signal from sdi 1 output due to a faulty (dp) board. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation found the visera elite ii video processor to have a no image malfunction as the processor failed due to no serial digital interface (sdi) signal from sdi 1 output due to a faulty (dp) board. Additionally, the external housing has deformation. A review of the repair history indicates the unit was last serviced on (B)(6) 2020, no repairs; no problems were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dp board could not be identified. Olympus will continue to monitor field performance for this device.